Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain, lumbar radiculopathy, and chronic low back pain. The patient indicated that beginning about a month prior to the report after they were tinkering in their shop and caught a rogue volt from an electrical capacitor, they get weird codes and symbols on their patient programmer sometimes and it works but in addition to the occasional codes, the battery doesn¿t last as long. Patient services recommended that the patient make note of the codes they are seeing and call back so patient services can provide them with further information. The patient indicated that they are going to contact their implanting healthcare professional (hcp). There were no patient symptoms reported and no complications reported.